Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer was not practicing the proper air removal technique when filling a cartridge. Tandem technical support reminded this was off label and reminded the customer to perform this step. Additionally, multiple occlusion alarms occurred. The customer changed supplies and resumed insulin delivery. Customer¿s blood glucose was 351 mg/dl.